Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, system rotor alignment would not allow for proper operation of the door. Realigned rotor, checked doorswitch adjustment. System now operates within specifications outlined in the advanced service manual. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that this site was experiencing issues opening the gantry using the pendant during a case. The gantry was unable to open. The site was eventually able to open the gantry but would like to have the system checked out. Delay in surgery and patient impact were not provided.